Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred during basal delivery and the load process. Custom's blood glucose was 110 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.